Manufacturer narrative:
Per the technician evaluation, this device is three wheeling. Updated the record with the technician evaluation information and updated the appropriate method, results and conclusion codes.

Event description:
Per the technician evaluation, the device is three wheeling.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges the wheels do not all touch the ground at the same time on a t420rfap wheelchair.